Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a floating particle in a large volume intermate. This was noted before patient use. The device was filled with teicoplanin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 14, 2014 - november 17, 2014. One unit was received for analysis. Visual inspection revealed evidence of a floating particle in the device. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.